Manufacturer narrative:
G4: 26sep2019; b4: 27sep2019. Per the customer's response, repair had been done and the unit is back in service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer reported missing gds clamps and cooling fan guard. No patient involvement.